Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer reverted to alternate insulin therapy. Tandem clinical diabetes specialist met with customer and recommended using different infusion sets as well as changing trusteel infusion set every two days (per labeling) instead of 2-3 days. Customer's blood glucose was 292 mg/dl.